Event description:
The customer reported falsely positive architect total b-hcg generated from architect i2000sr and provided the following data: initial result was 157.14 (customer reference < 5miu/ml is negative). This result was questioned by the physician. Repeat result was < 1.20. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the solenoid valves were leaking when troubleshooting the issue. The valve, manifold kit (rohs) was replaced, resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) found no additional false positive b-hcg results were reported post the current event was identified. A review of tracking and trending for the architect i2000sr did not identify an increase in complaint activity. A review of tracking and trending for the valve, manifold kit (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the valve, manifold kit (rohs) were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely positive architect total b-hcg generated from architect i2000sr and provided the following data: initial result was 157.14 (customer reference < 5miu/ml is negative). This result was questioned by the physician. Repeat result was < 1.20. There was no reported impact to patient management.

Manufacturer narrative:
Corrected data: h.11 - lot number in the previous 'additional mfg narrative' was inadvertently reported as 'isr56068'. The correct lot number is 'isr61608' the field service representative (fsr) inspected the instrument and observed the solenoid valves were leaking when troubleshooting the issue. The valve, manifold kit (rohs) was replaced, resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for isr61608 found no additional false positive b-hcg results were reported post the current event was identified. A review of tracking and trending for the architect i2000sr did not identify an increase in complaint activity. A review of tracking and trending for the valve, manifold kit (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the valve, manifold kit (rohs) were identified.

Event description:
The customer reported falsely positive architect total b-hcg generated from architect i2000sr and provided the following data: initial result was 157.14 (customer reference < 5miu/ml is negative). This result was questioned by the physician. Repeat result was < 1.20. There was no reported impact to patient management.